Event description:
Customer reported unexpected negative reactions on echo 3 cell screen when validating their instrument. Customer ran 8 samples that were positive by gel method. Three of the samples gave negative results on the echo: sample ID= anti-e resulted as 1+ in gel; sample ID= anti-e resulted as 1+ in gel ; sample ID= anti-k resulted as 2+ in gel.

Manufacturer narrative:
The reactivity of the k and e antigens was confirmed on retention capture-r ready screen(3), lot r046. The returned samples (history of anti-e) and (history of anti-k) were tested with retention crrs(3), lot r046 on our in-house echo. Both samples were nonreactive. Sample (history of anti-e) was insufficient for testing on the echo. The sample was tested in manual capture with retention crrs(3), lot r046. The sample was nonreactive. The samples were tested by tube hemagglutination tests with retention panoscreen I and ii, lot 14365 using immuadd as the potentiator. A room temperature (rt) incubation was included. Sample exhibited 1+ reactivity with both e+ and e- cells at room temperature and microscopic reactivity at the indirect antiglobulin test with the e+ cell. Testing indicates the sample contains another antibody reactive at rt and that the anti-e may be partially or wholly igm in nature. The sample was insufficient for further investigation. Sample exhibited 1+ reactivity at the indirect antiglobulin test with the k+ reagent red cell. Sample was nonreactive in all phases of testing.